Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error while the customer attempted to administer 4 units of insulin. The blood glucose reading was 173 mg/dl. The customer stated that the insulin pump kept going until it went to max bolus, then went back to zero. There were no significant events leading to the alarm observed. Advised the discontinuation of the device. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage to keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.